Event description:
It was reported that during a follow up in clinic, noise was noted on the devices. The noise was suspected to be electromagnetic interference (emi) caused by an implantable heart pump. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.